Event description:
Information was received indicating that this smiths medical cadd solis vip pump exhibited error code 41786. No adverse effects reported.

Manufacturer narrative:
One cadd solis vip pump was received with no damage found on the device. The event history log was reviewed and there was a "system fault 41786" message. Functional testing was performed and the reported issue was able to be confirmed. The device displayed error code 41786 on the screen. The error code 41786 indicates a problem with ui_never_came_out_of_reset issue. In the event history log, it did have enough evidence to show that the microprocessor board malfunctioned and there was no fault with the device. It was recommended that the software be installed as a preventative measure.